Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump fell out of the customer's pocket while at the gym, and the customer dropped a weight on it. The pump is now unresponsive and the touch screen is shattered. No impact to customer's blood glucose level.